Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient's husband reported that the patient developed a rash under her breasts and on her back. The rash was reported to not be under any of the electrodes or therapy pads. During a follow up, the patient reported using cornstarch and an anti-itch spray that her dermatologist recommended. She reported that the rash had healed.